Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test, error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime during prime test due to faulty resistor. Unit was programed correct time/clock and monitored for 10days. No unexpected pump restarts or reset time/date anomaly noted. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump resets itself every time the battery is changed. Troubleshooting found that the pump is cracked at the reservoir and battery compartments. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.